Manufacturer narrative:
Title chronic hemodialysis in small children source therapeutic apheresis and dialysis, volume 20, 2016 (302¿307) article number: 3 date of publication: 19 november 2015. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed, from 2012 until 2015, malfunction of the catheters was mainly related to luminal blockage and, in one occasion, to dislodgement. A maximum of six line revisions was recorded in one patient over a period of 14 months.